Event description:
It was reported that the pt has never experienced therapeutic effects with his device. The pt has been experiencing tremors for the chest down as well as shaking in the legs, arms, hands, and voice. The pt has attempted to turn down or off the device at night, but continues to wake in the morning with tremors. No other symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.